Manufacturer narrative:
Device passed the displacement test and self test. No communication anomaly noted, device received with cracked battery tube threads, minor scratched lcd window, broken belt clip slot and cracked case display tube window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches which made screen not readable. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.